Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter in two pieces. The balloon was tightly folded. The hypotube shaft was completely separated 30cm proximally from the exit notch. The fractured faces were oval as if kinked prior to separation. There was a kink 33 cm proximally from the exit notch. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Inspection of the inner and outer shafts presented no damage or irregularities. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the mid right coronary artery. A 4.0x24mm non bsc stent was successfully implanted in the lesion. Then a 4.0mm x 12mm quantum¿ maverick¿ balloon catheter was selected however during advancing, the shaft of the balloon catheter was fractured approximately 85cm from the hub of the device. The balloon catheter was simply and fully removed from the patient. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the mid right coronary artery. A 4.0x24mm non bsc stent was successfully implanted in the lesion. Then a 4.0mm x 12mm quantum¿ maverick¿ balloon catheter was selected however during advancing, the shaft of the balloon catheter was fractured approximately 85cm from the hub of the device. The balloon catheter was simply and fully removed from the patient. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.